Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. This complaint occurred during surgery. Hence this incident has been concluded as reportable. The risk identified based upon the description is possible hypotony. There is no information that the involved patient was harmed. No sample was returned, therefore unable to confirm this complaint. Incident occurred during surgery, bad irrigation may lead to hypotony which is a serious harm to patient, hence concluded as reportable.

Event description:
A report has been received of an incident that occurred in (B)(6) the following was reported: "we received an official complaint concerning a problem with the infusion line. At the beginning of the 23g vitrectomy, eye without tone. Bad irrigation. The infusion line show a defect at the output. Eye without tone - (serious risk to the patient).